Event description:
It was reported that the ultrasonic surgical device's tissue pad partially came off during an unspecified therapeutic procedure, but it did not fall off. A new device was used to complete the procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus, however, evaluation of the reported issue is in progress at this time. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection on the received condition was performed on the device. The distal end of the item was inspected under a microscope and detected scratches or contact marks at the non-insulated area of the grasping section. The tissue pad in the grasping section was torn with no missing part. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad peeling occurred due to the following mechanism: due to the seal & cut output was performed when nothing was gripped in the gripping part (including after the tissue was cut), the tissue pad was worn and partly peeled off. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.